Manufacturer narrative:
Product is not available for eval. If further info is acquired that adds value to the content of this report and/or a conclusion can be drawn. A f/u report will be sent.

Event description:
A distractor broke in the pt four months after it was implanted. The reason for breakage is unk. There was no harm to the pt.